Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture : observed, opening side assessed as fold flaw opening. Additional observation: crease observed on the device. Observed 40 mm dark patch edge material inside gel device. No penetrating nick (stress marks).

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Device remains implanted. This relates to the left side.